Event description:
Healthcare professional reported "the patient has a ruptured implant. Clinical pain, 4th degree contracture". This record is for a unknown side. Device status unknown.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade 4 and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d3, d4, d6a, d6b, g4, h4, h6.

Event description:
Healthcare professional reported no complaints for the right side. This record is no longer reportable to the FDA and will be un-reported.